Event description:
It was reported that during a right coronary artery stenting procedure, after deployment of a 3.5x18mm xience xpedition, a grade d dissection occurred resulting in a vessel occlusion and some electrocardiogram changes that lasted less than 5 minutes. Two additional xience xpedition stents were implanted, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU), as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.